Event description:
Reporter alleged a result of 92 mg/dl was stored in the memory of the compact plus system when he actually obtained a result of 26 mg/dl. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.